Event description:
On march 26, 2012 the reporter, the patient's mother, contacted animas to report the pump was not indicating the correct amount of insulin in the cartridge after loading and priming it. The reporter gave one example of the pump indicating there was 198 units in the cartridge after loading, when the cartridge had been loaded with 85 units. There was no adverse event associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
(B)(4):the pump was found to detect the filled cartridge with no issues. The rewind, load and prime steps were performed on the pump and no stopping issues were found with the piston. The force sensor was found to be within calibration. The pump cover removed and no defects or contamination was found with the piston.